Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site registration #. Evaluation summary: visual inspections were performed on the returned device. The reported link break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or user technique aggressive removal of the plunger / excessive suture tension when advancing the knot or locking the knot contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that suture placement in a calcified right common femoral artery was attempted with two proglide device using the pre-close technique via a 6f sheath prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, both devices had a link break after the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.